Manufacturer narrative:
The reported stripped set screw was confirmed.

Event description:
It was reported that the patient presented in clinic for a defibrillator implant. During implant, the setscrew was stripped. The device was replaced. The patient was perfectly fine before, during, and after the procedure.